Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed system locked up after first bootup. After reviewing log file rse found there is a malfunction on flex vision pc has grabber card errors and connection lost with flex vision pc. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. On 12jul2024 philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system locked up after first boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.